Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported anomaly was confirmed in the laboratory. Analysis found that the proximal ring electrode was electrically open. Visual and x-ray analysis found fractures to both re cables due to fatigue. This could cause the reported unacceptable thresholds.

Event description:
It was reported that there was a change in threshold indicating a lead fracture or an insulation fracture.